Manufacturer narrative:
Device returned to mcs on 07 august 2013 and inspected on (B)(4) 2013. The device was returned to mcs with a brand new ac/dc adapter (the adapter's cable was still wrapped upon itself and held in place by a rubber band - as it is packed when it leaves the factory). This leads to mcs conclusion that this ac/dc adapter unit was not the one originally used with the device. This ac/dc adapter was inspected and was found to be functioning properly even when subjected to harsh vibrations and mechanical shocks. Upon inspection, it was found that the device provides effective treatment with no smoke or any other abnormal behavior. However, a few input capacitors are open-circuited and the device over-voltage protection circuit is damaged in the positive voltage direction, probably due to the use of an unapproved ac/dc adapter that provided excessive input voltage levels. The investigation has further revealed that this suspected application of an excessive input voltage only caused instantaneous damage to the device's internal components. No signs of device over-heating were observed and neither the patient nor the user were exposed to any unacceptable hazard.

Event description:
Mcs was notified on (B)(6) 2013 of the following event: "staff stated that the pump was charging for about 30 minutes and then she was able to smell it. I hooked up and ran the unit, and yes I was able to smell it also. If you remove the battery cover, you will be able to smell it." No patient was using the device at the time.